Manufacturer narrative:
B5: lens rotation was observed after lens repositioning. The lens was intraoperatively removed and replaced for a spherical model lens. Reportedly, "patient is happy," and "good vaulting." Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/1.0/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to low vault was observed. On (B)(6) 2024, the lens was repositioned and the problem was resolved. Cause of the event is unknown. Reportedly, "patient is happy." Status of the eye is reported as "all fine."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned with moisture in a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensional inspection found lens to be manufactured within specification. (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).